Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low po2 results for an unknown number of patient samples. Data was provided for two patient samples. Patient 1 result was 19.101 mmhg. Patient 2 result was 15.361 mmhg. According to the doctor, the values were too low and did not fit the patient status. Neither patient was adversely affected. The sensor lot number was 21553283. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided information, the analyzer appeared to have work correctly and the po2 results are most likely correct. A general instrument or consumable related issue was excluded. Pre- analytical errors may account for the non-physiological oxygen concentrations in the samples. The suspect cobas b123 analyzer at the customer site has been replaced and further investigation is not possible.